Event description:
A customer reported that the t:slim x2 pump battery would not charge, and the charging connection was unstable despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.